Event description:
The customer contact reported the pt received more medication than intended. On (B)(6)2010 at 2200, the device was programmed to deliver normal saline, at a rate of 50 ml/hr, and the delivery was started. No further programming parameters were provided. The customer contact reported a 1000 ml container size. At 2430, the customer contact reported the device alarmed for air in line. At that time, the nurse stated, "the device indicated 831 ml left to be infused, but the bag was empty." There were no reported adverse pt effects. Multiple unsuccessful attempts have been made to obtain additional info, including if any medical interventions were required.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.54 ml from an expected delivery of 20 ml. Delivery accuracy for this device requires delivery of 20 ml +/- 1 ml (+/- 5%). Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the manufacturing facility. A review of the history indicates ch a was programmed at 2104 for basic delivery, IV fluid plain, at a rate of 50 ml/hr, with a vtbi (volume to be infused) of 50ml, for a duration of 1 hr and the delivery was started. At 2204, an end of infusion alarm occurred and kvo delivery began. At 2205, the device was programmed with a 955 ml vtbi, for a duration of 19 hrs, 6 mins, programming was confirmed and delivery started. At 0034, an air in line alarm occurred and delivery was stopped. At that time ch a amount infused was 125 ml. At 0036, the deliver at end of infusion amount was reprogrammed to none. Between 0037 and 0041, alarm was silenced twice. At 0041, the bolus mode was accessed, program cleared, air in line alarm cleared, and piggyback mode program cleared. At 0042, the bolus and basic mode were accessed and cleared 3 times, a battery alarm occurred, cassette was ejected and the device powered off. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).